Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The surgeon has unwilling to complete the follow up questionnaire. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is experiencing double, blurry, and distorted vision. He also reported that straight lines looked wavy and words are stacked on top of each other when he is reading. The consumer was seen by a retinal surgeon who told him his iol was decentered inferiorly and the capsule is opacified. The consumer stated the retinal surgeon has recommended a yag laser procedure. The consumer reported a history of eye injury over 35 years ago. Since that time he has had double vision and sees floaters which have increased over the years. Additional information was received from the retinal specialist. She is unwilling to complete the questionnaire, but stated she had referred the consumer back to the implanting surgeon with the recommendation for a new refraction and a yag laser capsulotomy.